Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported balloon/material rupture was unable to be confirmed; however, a tear in the inner member was identified, which is likely what was incorrectly identified as a balloon rupture. The reported difficulty to deploy could not be confirmed as the stent was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture (torn inner member). The reported difficulty to deploy and appears to be related to circumstances of the procedure as it likely resulted from the torn inner member. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion with mild tortuosity and mild calcification in mid circumflex coronary artery. The 3.0 x 15 mm xience alpine stent delivery system (sds) was advanced to the target lesion without resistance. During stent deployment, the balloon ruptured at 10 atmosphere (atm). A new balloon catheter was used to fully appose the stent implant. There was no adverse patient and no clinically significant delay in the procedure. No additional information was provided.